Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering/. The customer's blood glucose level was 330 mg/dl. The customer alleged the insulin pump for under delivery because they had already changed 8 infusion sets before they called for high blood glucose event. The customer reported that the insulin pump passed the displacement test and high pressure test. The insulin pump will be and reservoir will not be returned for analysis.